Event description:
Same case as MDR # 6000093-2006-02032 and 6000093-2006-02033. It was reported by the patient, that one month following a coronary drug eluting stenting treatment procedure, she experienced a "heart attack" and since then, has continued to experience chest pain. The patient had a taxus express2 drug eluting stent of an unknown size implanted in an unspecified vessel. One month later, the patient reported that she experienced a heart attack and subsequently, on the same date, the physician implanted two more taxus express2 stents, one size 3.5x32mm and the other size unknown. The patient reported that she still has chest pain. Contact was made with the patient to obtain the physician's phone number, but the patient declined to give the phone number or permission to contact the physician.

Manufacturer narrative:
The delivery device was disposed and the stent remained in the patient, therefore, no analysis could be performed. Because the batch number for this complaint is unknown, the shop floor paperwork could not be examined. The cause of the difficulties experienced during the procedure could not be determined.